Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm abdominal aortic aneurysm. It was reported that CT 4.5 years later showed a suspected type ia endoleak or type ii endoleak and a procedure was requested to embolize a blood vessel suspected to be causing the type ii endoleak. However, during the procedure, it was confirmed that it was a type ia endoleak, not a type ii endoleak, and the procedure was postponed. An endurant cuff was implanted on (B)(6) 2019 to resolve the type ia endoleak, it was reported that while retracting the spindle after implantation, the cuff migrated proximally and occluded the right renal artery, as there was blood flow still visible to the renals, the procedure was completed. No clinical sequalae were reported and he patient will be monitored. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is being monitored.